Manufacturer narrative:
The device was returned without the broken-off tip. Magnified visual inspection of the device showed that it had been bent several times. This does not conform to best practices for the device, which is not intended to be bent. The fractured surface revealed a structure typical of forceful breakage, indicating application of undue force as the most probable cause of this event. [(B)(4)].

Event description:
The device tip broke off during clinical use and was immediately removed from the operative field. There were no consequences to the patient.